Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons were harder to push and less responsive. Customer stated that casing of the insulin pump was cracked, rewind takes longer and light on the screen as not bright as original. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis

Manufacturer narrative:
Device passed the displacement test and rewind and self test. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. No unexpected rewind anomalies noted. No unexpected back light anomaly noted. Device received with cracked reservoir tube window, cracked case from reservoir tube window corners, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).